Event description:
I am writing to report two test failures: the first is the failure of the elisa test; it did not detect my lyme disease, it came back negative. As the first step of a two-tier testing system, I would have been denied the opportunity to do a western blot test. However, in my case, I did the western blot first, which was 4-band positive, which was good enough to detect lyme-positive antibody bands, but, once again, not good enough for cdc 5-band reporting. Which means two things: one, since I have lyme disease contracted from a known tick bite in my foot, the elisa screening test needs to be stopped, as it misses too many people, in comparison to the aids screening test which catches 95-99%, depending on who you talk to. And second, the 5-band positive cdc rule needs to end. Even one positive lyme-specific band is enough to diagnose lyme.